Event description:
Boston scientific received information that high shock impedance measurements were observed on the right ventricular lead and implantable cardioverter defibrillator (ICD) . Inappropriate shock therapy was also noted. This lead was used with adapters and it was believed that the lead or the adapters were damaged. A new lead was going to be implanted at a later date. No adverse patient effects were reported. The device and lead remains in service. Additional information indicated that the lead was broken around the adapter as confirmed through x-ray. It was indicated that the damage may have been sustained during a previous unrelated device change out. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.